Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal idler but was not broken. No damage was found on the clevis. Failure analysis also found that there were scratches on the surface of the distal pulley. Failure analysis also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable and/or main tube damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument wire at the wrist was not aligned, noted to be broken prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.